Event description:
It was reported that the staff had difficulty capturing the electrocardiogram complex on the external pulse generator. The generator was returned for further testing (biomed was unable to duplicate the problem) and repair if necessary. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board and lcd (liquid crystal display) are contaminated/corroded. Upper case, side bail covers, and ring cover are broken. Lower case is broken and contaminated. Lead flex cover is contaminated. Battery contacts are compressed. The ring is bent.